Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, the patient reported that the tape was not sticking. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).